Event description:
The customer reported via phone call that they had a needle break in their reservoir. The customer's blood glucose was unknown. The reservoir will be returned and replaced.

Manufacturer narrative:
A visual inspection was performed on one used and opened reservoir. The transfer guard needle was found bent at a 90 degree angle. The testing could not be performed due to the bent needle. It could not be confirmed if the customer received the transfer guard needle bent due to the product being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.